Manufacturer narrative:
(B)(4). Batch # m52u6z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a rectosigmoidectomy abdominal procedure, it was observed that the device fired, but didn¿t release clips. It was just cutting the tissue. It is unknown how the case was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Manufacture date: 2/3/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.